Event description:
It was reported that a user experienced high glucose readings and initial pairing failures with a freestyle libre 3 plus sensor; after two unsuccessful attempts the user successfully paired a replacement sensor, was instructed to allow the warmup to finish, and to monitor glucose levels with follow-up if levels remained elevated, which aligns with an intermittent communication failure associated with an electrical/magnetic component, specifically the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.